Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed possible loss of capture on the atrial channel. It was noted that the patient experienced pre-syncope. Programming changes and troubleshooting were discussed but not made. The patient condition was unknown.